Manufacturer narrative:
The device was returned to olympus for evaluation. The device was tested using olympus test equipment, probe check was performed and device passed the probe check. The visual inspection on the received device revealed that there was tissue build up on the jaw area. The teflon pad was found partially split in cross direction with the pad lifted up, exposing metal. The distal end was inspected under a microscope and no probe damage was found. An open circuit error was observed when the seal /cut function is activated with closed jaw. The most likely cause for such teflon pad damage is due to no tissue or insufficient tissue between the probe and jaw when the device is activated. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed that during an unspecified procedure ¿seal and cut¿ error was observed. Furthermore, olympus was informed that during a laparoscopic procedure the device failed. There was no damage to teflon pad and no metal was exposed. No device fragment fell off. The device was inspected prior to use and no abnormalities were found. No patient injury. There was no surgical or medical intervention needed. The intended procedure was completed using another thunderbeat device. There was no patient injury reported.